Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level dropped to 40 mg/dl following bolus delivery. Customer reported being relatively new to the pump and getting used to carb counting. Customer admitted to giving himself too much insulin. Wife gave customer sugar and bg level normalized.